Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a severe cut on the driveline. No alarms were reported, and the patient remained stable. The log file captured 138 driveline fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: thinning of the insulation of the brown wire was observed. Review of the submitted photos and returned portion of the driveline confirmed damage to the outer jacket of the driveline; however, a specific cause for the damage could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed driveline fault alarms. Although evaluation of the returned portion of the driveline did not reveal wire damage that would have contributed to the driveline fault alarms, based on previous complaint experience, the type of behavior captured in the log file could be indicative of a driveline issue resulting from wire conductor breakdown. The submitted log file contained data from 25sep2023 through 08oct2023, per the timestamps. Intermittent driveline fault alarms were captured throughout the file. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. A distal-end driveline replacement was performed on 10dec2025 and approximately 21.5¿ of the distal end of the driveline was returned for evaluation. The controller connector and controller connector pins appeared unremarkable. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline. The length of the returned driveline was wrapped with tape. Upon removal of the tape, multiple tears were observed throughout the length of the outer jacket, including a full separation of the outer jacket approximately 15¿ from the controller connector. The outer layers of the driveline were carefully removed to evaluate the underlying wires. Examination of the wires under a microscope did not reveal damage that would have contributed to the events observed within the log file. High potential testing was performed on the underlying wires and did not reveal any insulation breaches that would have contributed to an electrical issue. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 - codes updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that driveline repair was performed on (B)(6) 2025. No active alarms were noted. Visual inspection of the driveline noted significant rescue tape. Opened up driveline approximately 4" from exit site. Removed outer layer and bionate. Shielding found to be heavily oxidized and falling apart. Began splicing black, yellow, and red wires. Swapped over driveline without alarms. Pump restarted without issue. Continued splicing brown, green, and orange wires. Closed up area per procedure and provided staff with care instructions.

Event description:
Additional information was received that external driveline repair was performed for the patient with driveline faults affecting the black wire. The driveline repair was scheduled for (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.